Manufacturer narrative:
One tactisys¿ quartz was received for evaluation. Visual inspection verified the front ports, rear ports, chassis, and label were free of physical damage. When power was applied, the quartz successfully completed the hardware self-test with audible beep. Evaluation testing was unsuccessful as fiso diagnostic identified a signal loss at channel one and no contact force was observed. Internal inspection verified all mounting hardware were secure. The brown fiber optic cable was temporarily replaced with a known-good one which signal was restored to channel one and contact force was observed. Based on the information and investigation provided to abbott, the root cause was isolated to the brown fiber optic cable. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.

Event description:
During an atrial flutter ablation procedure, optical issues resulted in procedural delays. It was noted that the tactisys quartz ablation system did not produce force readings. The tactisys quartz ablation system was restarted several times, 3 different catheters were exchanged, and the tactisys quartz ablation system was exchanged with no resolution. The procedure was completed with no adverse consequences to the patient. After case completion, the ensite system was restarted and force values were available on the swapped tactisys.